Manufacturer narrative:
The device is expected to be returned for eval. The lot number will be provided. Review of the device history record is forthcoming. A f/u will be submitted with any relevant info.

Event description:
Device malfunction: cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the needle plunger was removed, a needle tip did not capture a cuff. The device was removed and second proglide was used to achieve hemostasis. There were no reported adverse pt effects. No add'l info was provided.